Event description:
It was reported that during safety testing in (B)(6) the technician found that the tactile screen did not work.

Manufacturer narrative:
H3, h6: the device, intended for use in treatment, was returned for evaluation. A visual inspection reported no defects. The functional evaluation confirmed that the device's display settings did not perform as expected and could not be altered from one setting to another, establishing a relationship with the event reported. The root cause was identified to be a defective circuit board. The manufacturing records show no evidence that the product did not meet specification at the time of manufacture. The complaint history review found further instances of the reported event in the past years. No further actions are deemed necessary at this stage. However, we will continue to monitor for any adverse trends relating to this product range. Smith + nephew acknowledge customer concern and are continually investigating ways to develop and improve our products.